Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus, and the drawer face was loose. The field service engineer (fse) attempted multiple shutdowns and unplug cycles, leaving the device disconnected for longer durations. The fse attempted to force the pockets to pop in diagnostics, pushed a firmware upgrade, and ran the diagnostics firmware, during which delays were observed. The fse reseated the ribbon cable and checked under the cubie pockets. Some debris was found beneath the pockets, but nothing appeared to cause a failure. The loose screw on the drawer face in front of the a6 cubie pocket was tightened. The issue was resolved. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not able to recover. Customer tried rebooting the device, but the issue still persisted. A screw was stuck out from the inside on the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.